Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicate that this type of failure is due to torsional overload. Failure reasons related to material of mfg were not detected.

Event description:
The distributor returned two broken screws. No specific info was provided. No adverse consequence to the pt was reported.